Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that they were unable to draw blood could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 24015653 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: complaint received via email(s) attached. Incident: ¿we are having issues with the smart sites not being patent. The rn is unable to draw blood when it's attached. The IV sites were functional, the nurses who reported it says when they switched to another cap, they were able to draw blood without difficulty. The affected smart sites when connected to syringes won¿t even pull back air.¿